Event description:
It was reported by a customer in (B)(6) that, during pt use, the ht50 ventilator generated an unk unstoppable alarm. The manometer was observed to be scaling out. The light emitting diodes (led), did not lit when the alarm occurred. The air delivery was too weak (peep setting was at 3cmh20). The panel buttons became inoperative. The pt was manually ventilated, and transferred to another unit. There was no reported pt injury.

Manufacturer narrative:
The eval / repair of this unit have not yet begun. (B)(4).